Event description:
It was initially reported that the programmer had a "sticky" stylus. The stylus was replaced and calibrated, then the service disk ran. No further issues were identified, and the programmer tested fine. Three months later, it was reported that screen/test response to the programmer stylus was delayed about 5-6 seconds, after pressing the stylus to the screen. The delays to the stylus input occurred specifically when pressing "test" on-screen prompts. The service disk was ran, but the conditions could not be reproduced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the stylus was intermittently functioning. As a result the overlay and stylus were replaced and calibrated.